Manufacturer narrative:
Conclusion and justification status: the complaint states metal circular tip of handle has broken off examination of the device confirmed that the hp universal handle distal cylindrical tip had fractured at the interface with the square cross section. On visual inspection scratches and impaction marks identified on the instrument were consistent with prolonged use. Therefore, this failure will be attributed to the device being worn from normal use and servicing. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal circular tip of handle has broken off.